Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: initials- (B)(6) it was reported that patient suffered from pain. She had scoliosis along with 5 bulging discs in her back. It was horrible pain.